Manufacturer narrative:
The cause of the bvvi operation was due to two uncorrectable parity errors of the device memory that occurred within 32 seconds of each other. Automated test equipment (ate), and internal random access memory (ram) testing was performed and the device passed all tests. Environmental testing was performed and the parity check of the device memory could not be replicated. The cause of the uncorrectable parity errors could not be determined.

Event description:
During follow up, the device was noted to be in backup vvi mode. The patient developed tachycardia and received shocks, however it was unknown if the shocks were appropriate because the device stopped recording when the device entered backup mode. The device was explanted and replaced with no adverse consequences.